Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off. The customer's blood glucose (bg) level was 280 (mg/dl). A manual injection was administered to address bg level. During troubleshooting it was determined that the pump battery depleted from 90% to 1% within one day. Reportedly the customer had manual injections as alternate insulin therapy.